Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was an area of in-stent restenosis (isr) of a 3.00mm non-boston scientific device located at the tip of the bend in the mildly tortuous and mildly calcified distal left circumflex artery. A 10mm x 2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was unable to cross the lesion initially. Dilation was performed when the balloon was about halfway in. However, the balloon ruptured when the stent was dilated at 6 atm. The physician's comment indicated that the balloon may have been damaged by the strut of the stent, as it was bent, and only half of the balloon was inside the stent. After that, the device was replaced and completed with a 3.00mm non-boston scientific device. No patient complications were reported.